Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
Writer notes: upon removal of wire from PICC (after inserting line into pt), the portion of the plastic white hub broke off and remained in the line. We attempted to remove the half that was lodged in the hub of the PICC line, but it just separated. Therefore, this line was removed and a new PICC line had to be inserted. Thankfully, we were able to use the same site. No harm to patient.